Event description:
Philips received a complaint indicates that ECG leadset was not functioning. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the ECG leadset will need replacement. The customer has ordered replacement ECG leadset to rectify malfunction. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.